Manufacturer narrative:
Additional h6: f2203 additional, changed, and/or corrected data: a4, b6, d6b, h6, g1

Event description:
Physician reported "left side palpability of implant and pain, sonography indicated suspicion of rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification) and one opening on anterior side assessed as surgical damage. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Inflammatory nodule: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Additional observations: crease is observed. Wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported "left side palpability of implant and pain, sonography indicated suspicion of rupture." The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 15/oct/2018 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and inflammatory nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left side palpability of implant and pain, sonography indicated suspicion of rupture."

Event description:
Physician reported "left side palpability of implant and pain, sonography indicated suspicion of rupture." The device has been explanted.